Event description:
A fractured clavicle procedure was performed using kryptonite-x radiopaque liquid bone complex to capture the fragments and clamp them in place until set prior to plating, negating the need for multiple small fragment screws. This was achieved, but upon removing the clamps at approximately 45 mins. The kryptonite-x radiopaque liquid bone complex was still soft and not holding together as hoped. K wires were utilized to hold the larger fragments in place whilst the plate was positioned and secured. The final results were very good.

Manufacturer narrative:
There are several factors that may have played a role in not allowing the kryptonite-x radiopaque liquid bone complex to fully harden, including but not limiting to; insufficient or improper site preparation, too much blood within surgical site, or improper mixing. It would also appear that the use of kryptonite-x radiopaque liquid bone complex in this surgical procedure/condition would not have been appropriate. Kryptonite-x radiopaque liquid bone cement is not indicated for use were intrinsic stability to the bony structure is required. No documentation within the DHR was found that indicates a nonconformance that could have contributed to this specific event. If additional information becomes available, it will be submitted in a supplemental report. The identified product and product code is designated for export only.